Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in japan. During a right transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia valve, a leakage of the 26mm commander delivery system was observed following valve deployment. Due to acute aortic regurgitation (ar) following balloon aortic valvuloplasty (bav), the procedure became complicated. There was a moment when the flex catheter of the delivery system was forcefully pulled back while a significant degree of flex was applied due to a lack of synchronization between the first and second operators. The valve was implanted in the native aortic position and was fully deployed. The leakage was first noted after the valve deployment and prior to withdrawal of the delivery system. Blood was noted in the syringe upon removal of the delivery system, and inspection after removal identified the area of leakage near the crimp section indicator. No difficulty was encountered during withdrawal of the delivery system. No patient injury or procedural complication attributable to this event occurred, and the procedure was completed without complications. The device was discarded and not returned. No photos were taken.